Manufacturer narrative:
It was reported that regurgitation was noted following implant, with limited mobility and leaflet deformation found upon explant. Morphological examination found damage to the sutures along stent post 1, with the leaflet tissue immediately adjacent to the damage folded and prolapsed. X-ray examination found no evidence of stent deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review included the manufacturing videos, which demonstrated no evidence of suture misalignment or damage, or leaflet prolapse. The root cause of the suture damage and leaflet prolapse and resulting insufficiency could not be conclusively determined; however, it was consistent with damage incurred upon implant.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 21mm trifecta gt valve was selected for implant due to aortic stenosis and other unspecified complications. Post procedure, an echo revealed severe aortic valve insufficiency. The patient was referred back to surgery and the device was explanted and exchanged for another 21mm trifecta gt valve (serial number: (B)(4)). Upon explant, the physician observed deformed leaflets with limited mobility. The patient is reported to be stable.